Manufacturer narrative:
A review of the system logs for the reported procedure date found that the system had one recoverable error on universal surgical manipulator 4 during the procedure that was recovered by the user and no further issues were experienced during the procedure. Log review of the one subsequent procedure performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, small grasping retractor, cadiere forceps, prograsp forceps, suction irrigator, vessel sealer extend. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review found no non-conformances documented that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died due to bleeding from an injury to the vena cava during a difficult diaphragmatic hernia repair with significant adhesions. The surgeon noted the anatomy was difficult due to these adhesions which contributed to the injury. There was no allegation of any issues with any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair, significant bleeding occurred while the surgeon was performing adhesiolysis, and the patient ultimately expired. The site robotics coordinator reported that the surgeon attempted to control the bleeding using a da vinci grasper instrument to clamp the suspected source. Due to the severity of the bleeding, the procedure was converted to an open approach. During the conversion, the patient coded, and resuscitation efforts were initiated; however, the patient could not be revived. The patient¿s anatomy was reported to have significant adhesions, and the surgeon speculated that the bleeding may have resulted from a tear in the inferior vena cava caused during adhesiolysis. It was reported that the surgeon does not believe that the da vinci system, instruments, or accessories caused or contributed to the reported event. Multiple attempts to speak with the surgeon were made; however, no response has been received.